Manufacturer narrative:
Omit: e2403 - no clinical signs, symptoms or conditions, f26 - no health consequences or impact.

Event description:
It was reported that there was an over infusion of precedex (dexmedetomidine additive 400 mcg [0.2 mcg/kg/hr] + ns 0.9 % premix - titrate sedatives 100 ml). The 100ml of precedex infusion was complete within twenty (20) minutes, which was unexpectedly quickly. The event occurred between 1000-1030. At the time of the event, the patient's blood pressure was measured by arm cuff as "90/52 (66)" and by arterial line as "87/40 (54)". A 500ml bolus of lactated ringers was given and a norepinephrine gtt started at 2 mcg and titrated up to 4 mcg. The patient was monitored the remainder of the day without any significant hypotension or bradycardia. No further events noted during the day. The patient was febrile to 38.4c overnight while opening eyes and following commands.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was an over infusion of precedex (dexmedetomidine additive 400 mcg [0.2 mcg/kg/hr] + ns 0.9 % premix - titrate sedatives 100 ml). The 100ml of precedex infusion was complete within twenty (20) minutes, which was unexpectedly quickly. The event occurred between 1000-1030. At the time of the event, the patient's blood pressure was measured by arm cuff as "90/52 (66)" and by arterial line as "87/40 (54)". A 500ml bolus of lactated ringers was given and a norepinephrine gtt started at 2 mcg and titrated up to 4 mcg. The patient was monitored the remainder of the day without any significant hypotension or bradycardia. No further events noted during the day. The patient was febrile to 38.4c overnight while opening eyes and following commands.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of precedex. The infusion was complete within twenty (20) minutes, which was unexpectedly quickly. There was patient involvement but no patient harm was indicated.